Event description:
The customer reported that the pump had an alarm. Troubleshooting was performed. Reviewed the two high bg rule. During the call the customer was hospitalized for dka. The programming and histories on the pump were accurate. In addition, a lead screw test was completed and passed. Instructed the customer to change the site and use manual injections per md protocol.